Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0059 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdxs0059) have been reported from the same facility in (B)(6).

Event description:
It was reported a large amount of air was aspirated although blood return was confirmed after puncturing into port. There were two samples but we are sending one of them as the other was discarded at the facility. There was no reported patient injury. This report addresses the second device.